Event description:
It was reported that after insertion of the iab, the pump experienced helium loss alarms. The iab was removed and a replacement was not necessary. There were no patient complications.